Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event the same day as event onset. The patient was treated with unspecified antibiotics which were discontinued 21 days after event onset. The patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available the reporter declined to provide any further information.